Manufacturer narrative:
A ge representative evaluated the system and replaced the wig wag brake pad and bearings and the printer. System operates as intended.

Event description:
Customer reported the wig wag brake drifts and printer does not print. No pt injury was reported.